Event description:
It was originally reported that the patient was unable to adjust her stimulation. The healthcare provider confirmed that the patient experienced no stimulation, lack of effect and urinary issues. The patient's neurostimulator was replaced. No patient injuries were reported.